Event description:
Event description guidant received information that this endotak lead may have a conductor problem. The lead was being checked because the patient's ICD was being replaced due to eri. When the lead was check at a 1.1j shock a 51ohms impedance was displayed, a max energy shock was done and they got a warning , shorted lead condition. The replacement ICD was not affected.